Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2022, the patient reported that the infusion set's tubing came apart at the tubing connector while he was inserting the infusion set. The site location was patient's abdomen, and the pump was located on the other side of the abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with set connected to patient's body. No further information was available.